Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
This lead was capped due to phrenic nerve stimulation. The lead was not replaced due to the age of the patient. Should additional information be received, this file will be updated.